Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor ¿had filter (5um) drop down¿. The set was filled with fluorouracil and 0.9% sodium chloride (240ml). This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from january 8, 2019 - january 10, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the white filter was not present on the area of the stress member where the filter was supposed to be. The reported condition was verified. The cause of the reported condition was a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.